Event description:
On (B)(6) 2011, the patient and her mother contacted animas alleging that the pump dispensed insulin from the cartridge during the load step. The patient did not allege any harm or injury because of the reported issue. At the time of the call with animas, the patient was on a backup plan for insulin delivery. The subject cartridge was discarded. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump pushed out all the insulin in a cartridge during a load step. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). 2531779-03/24/2010/003-r.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was no evidence of a "no cartridge detected" observed in the black box; all force readings were found to be normal. The pump performed a rewind, load, and prime with no alarms. The force sensor was tested and found to be detecting force correctly. The pump was exercised for 24 hours without alarms occurring. A loss of prime was induced and the pump correctly detected and alarmed. The pump was opened and no damage was found to the force sensor circuit. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.